Manufacturer narrative:
The reported event could not be confirmed. No sample was returned for evaluation. Based on the investigation findings, current manufacturing controls are considered adequate as to detect and segregate any nonconforming unit. Event described could not be confirmed as a manufacturing related issue. Instructions for use state in the adverse events: "complications associated with the proper implantation of the align urethral support system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with overcorrection/ too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or nay viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/ or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/ or mucosa, inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." (B)(4).

Event description:
(B)(4). It was reported that the patient's bladder was perforated by the introducer needle using the first pass and the connector detached. Following the green tubing was cut and placed back on the introducer needle and continued to detach. As a result, a halo kit was opened and the sling was used from the halo kit with the existing retropubic introducer. The sling was placed without further incident. It was reported that no intervention was required for the perforated bladder.